Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Insert parkes error grid b5 vergiage here. No injury or medical intervention was reported.